Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced successfully on (B)(6) 2016, due to a fracture. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information states the lead was not fractured, the lead was explanted due to increased thresholds, noise. The patient complained of fatigue.